Event description:
It was reported that the patient presented in office with implant in hand. Infection, pain, abscess, edema and inflammation are reported. The area was grafted with allograft prior to and together with the original implant placement. Tooth site # 5 (universal).

Manufacturer narrative:
Zimvie complaint cmp-0841560. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.